Event description:
It was reported that an intervention was done to cap and replace a right ventricular (rv) lead after a sudden rise in coil impedances was discovered. A rv coil fracture was confirmed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).